Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing fell apart, the internal parts of the ball bearing were missing, and there was component damage. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device extension sleeve was damaged, the ball bearing fell apart, internal parts of the ball bearing were missing, the inscription was almost unreadable, and the triangle symbol was missing, the nose tube was bent/damaged, there was component damage, the device could not secure the cutter, the cutter could not be inserted, and the device fell apart/unattached. It was further determined that the device failed pretest for labeling assessment, visual assessment, lock operation, and cutter insertion. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.